Manufacturer narrative:
Date of event: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6141779. Medical device expiration date: 05/31/2017. Device manufacture date: 05/20/2016.

Event description:
It was reported that the edges of some bd vacutainer® sst¿ blood collection tubes weren't formed properly which prevented the stopper from sitting correctly. Additionally, foreign matter is in a tube. No serious injury or medical intervention.